Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: self test failed alarm and technical events such as 233001,233003 ,233004. All the technical events are related to auto zero . We tried to do all calibration but it was not functioning. Done tests such as auto zero and binary valve etc those are not ok. We are suspecting pressure sensor assembly. But in this ventilator we recently have been already replaced pressure sensor assembly on 01-march -2024. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed alarm and technical events such as 233001,233003 ,233004. All the technical events are related to auto zero. We tried to do all calibration but it was not functioning. Done tests such as auto zero and binary valve etc those are not ok. We are suspecting pressure sensor assembly. But in this ventilator, we recently have been already replaced pressure sensor assembly on (B)(6) -2024. No patient involvement.